Event description:
A male pt contacted lifecor customer support to report that the "connect electrode belt" message is displayed and the system is alarming. Support asked the pt if the electrode belt was properly connected to the monitor. The pt stated that the electrode belt is frayed and exposed in the back. Pt stated that he did not snag the belt on anything or do anything that could explain the fraying. Support sent a pt services representative (psr) to the pt to replace the electrode belt.

Manufacturer narrative:
Device eval summary: device eval electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the trunk cable. There were cuts in the insulation of many wires. These broken wires caused the "connect electrode belt" messages. The root cause of the broken wires appears to be misuse. The electrode belt looked to have been snagged on something forcibly removing the wires from the strain relief. The electrode belt was repaired, retested and restocked. The electrode belt trunk cable was fixed. No adverse event resulted from the electrode belt trunk cable. The pt received a replacement electrode belt.